Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('not constant pelvic pain') in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included herniated disc, angioma (angioma foot) and endometrial ablation. In 2013, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced endometriosis ("endometriosis grade 1"). The patient was treated with surgery (exploratory laparoscopy + essure removal at the same time (bilateral salpingectomy on (B)(6) 2018) and total coagulation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and endometriosis outcome was unknown. The reporter provided no causality assessment for endometriosis and pelvic pain with essure. The reporter commented: exploratory laparoscopy was not done primarily for essure removal but due to pelvic pain, it had discovered an endometriosis grade 1 was found (utero-sacrum right and left and pouch of douglas) and treated with total coagulation. Essure was removed on patient's request (medically necessary was not ticked by reporter). Essure were removed on general anesthesia with bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Laparoscopy - on (B)(6) 2018: endometriosis grade 1 found (utero-sacrum right and left and pouch of douglas) and treated with total coagulation. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pharmacist returned the essure device removal questionnaire: patient's initials changed to first name, last name. Height: 153cm, weight: 57kg, medical history was added (prev: none). Essure was removed on patient's request (medically necessary was not ticked by reporter), but primary reason for removal: pelvic pain. Outcome of the pelvic pain six months after essure removal was unknown to reporter (prev: resolved). Exploratory laparoscopy was not done primarily for essure removal but due to pelvic pain, it had discovered an endometriosis (reported previously); then, surgery for pelvic pain updated to exploratory laparoscopy + essure removal at the same time (bilateral salpingectomy on (B)(6) 2018 not bilateral salpingectomy and hysterectomy, as reported previously. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('not constant pelvic pain') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced endometriosis ("endometriosis stade 1"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and endometriosis had resolved. The reporter provided no causality assessment for endometriosis and pelvic pain with essure. The reporter commented: essure were removed on general anesthesia with bilateral salpingectomy and hysterectomy. During the removal an endometriosis stade 1 was found (utero-sacrum right and left and pouch of douglas) and treated with total coagulation. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.